Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery was discharging while on wall power. The representative replaced the uninterruptible power supply (ups). The system then passed the system checkout and was found to be fully functional. Analysis on the returned cups resulted in no failure being found through functional testing and visual/physical examination. Analysis states that, all outputs measured normal voltage. The power button works as intended. Fet's appear to be intact. The unit was standalone tested and left plugged in to ac overnight and continued to function without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system shut-off again. Technical services (ts) and the representative was troubleshooting the system. While the system was plugged in, it turned on, but everything said not communicating and the battery stated it was discharging. The representative disconnected the wall plug and re-plugged it in, then it connected and the battery was charging correctly. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: updated to the correct initial reporter. If information is provided in the future, a supplemental report will be issued.